Event description:
It was reported postoperatively the patient was experiencing pain associated with the radial prosthesis. The original radial prosthesis was implanted on (B)(6) 2014 and the surgery went as planned. On (B)(6) 2014 postoperative x-rays revealed osteolysis and loosening of the radial prosthesis. Additional postoperative x-rays have been required to monitor healing. The surgeon is planning on revising the patient in the near future. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates avalign technologies-nemcomed manufactured the 20mm cocr radial head, part #09.402.220 and lot #6905662 on po (B)(4) dated august 8, 2012 (B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated august 7, 2012 and to synthes final inspection sheet (B)(4), revision ¿a¿. The parts were labeled, packaged, sterilized (po #(B)(4)) at sterigenics (corona) and released to the warehouse on august 31, 2012, with expiration date july 2017. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.